Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the numbers on the insulin pump's screen kept scrolling up when the customer entered their blood glucose. The insulin pump alarmed button error. Customer's blood glucose level was 15 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. No damage was found inside the insulin pump noted. The insulin pump had cracked on the reservoir tube lip.